Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the universal cord, failure of the lg bundle, failure of the defogging function, the light guide bundle in the insertion part was interrupted and weakened slightly, the demisting film is slightly discolored and deteriorated. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image is caused by a component failure of the universal cord. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue occurred during service maintenance (not in a clinical setting). There were no reports of patient involvement.